Manufacturer narrative:
A field service engineer (fse) was dispatched who replaced the tubing for the line filter. No further issues were reported and no further action was required from field service. The probable cause of the reported event was due to a fault/failure of the printer. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016,a customer reported that they were getting low pressure errors with their g8 analyzer..a field service engineer (fse) was dispatched on on (B)(6) 2016, the customer reported that they were getting low pressure errors with their g8 analyzer, to address the reported event, which resulted in delay in reporting of patient results hba1c.there was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results